Event description:
Elective laser lead extraction of both leads. The riata lead was found to have conductor externalization seen when pocket was opened. Atrial lead was removed without difficulties, however very difficult to extract riata defibrillator lead. The lead eventually had to be snared from the groin with distal coil left in place in the rv apex, unable to be fully extracted. Patient tolerated procedure well.